Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and did meet all specification criteria. Quality personnel then investigated the handpiece. The handpiece exhibited maximum temperature of 23.1°c during free run testing. Per iso13732-1, this temperature level does not qualify as a burn regardless of the contact period. The handpiece was not cutting as received. Poor lubrication practices of the head cavity most likely caused lodging of the cap end bearing inside of the cap which led to set instability. Some debris was observed inside the head cavity and inner components. The reported complaint was not reproduce during the investigation, however the frictional contact between the cap button and pusher would lead the cap to overheating during the use. The burn mark on the cap is also an evidence of that the cap did overheated in the field as stated in the complaint.

Event description:
In this event a doctor reported that an atc mini handpiece overheated and burned both the patient and the clinician. There was no intervention required.